Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist system lists ventricular arrythmia has an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients." This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 33-year-old male on impella cp for mechanical circulatory support. It was reported that penumbia and stent was placed and thrombolysis in myocardial infarction 3 flow achieved. Patient had ventricular fibrillation arrest in ICU with 15 minutes of cardiopulmonary resuscitation. A 6fr sheath was exchanged for an impella sheath without issue. When pigtail and 0.035 when into the ventricle, patient v-fibed again multiple times and the patient was shocked out of it. The procedure was continued with 0.018 and the patient went into ventricular fibrillation again. The patient was shocked multiple times but did not return to sinus rhythm. Cardiopulmonary resuscitation started. The impella was pulled back into a shallow position, but the patient did not convert. The impella was removed from ventricle and patient was shocked back into sinus rhythm. The decision made to remove impella, and place intra-aortic balloon pump and transfer down to ormc for possible emco.